Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone anterior cervical discectomy and fusion (acdf) for a two level c3-5 with a c5-7 plate removal of old alphatec hardware. It was reported that plate has backed off the anterior portion of the cervical spine. Additional surgery needed, coming back on (B)(6) 2024 to remove the cervical plate that has backed out. Patient had pain and trouble swallowing. No further complications were reported/anticipated. Implant date was recorded in the original report as 10/10/23. Additional information received from the rep that the allegations were made against the entire system due to the fact that the entire plate pulled out of the patient¿s bone. Comments consisted of the diameter of the screw being smaller might have created more of an issue when compared to a plate with a larger diameter screw.